Event description:
Reportedly the users hearing performance is affected. It is unknown if a trauma occurred. There was no swelling or redness above the implant site.

Manufacturer narrative:
Conclusion: according to the available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Re-implantation is being considered, but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the users hearing performance is affected. It is unknown if a trauma occurred. There was no swelling or redness above the implant site.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the users hearing performance was affected. The user was re-implanted.